Event description:
An atherectomy was performed between lmt and lcx. The lesion was removed but the intima of lcx also might have been affected, and a thin layer of aneurysm (4 mm) was formed. Although there was no evidence of bleeding, an attempt was made to reduce the size of the aneurysm, but the situation did not change. Therefore, it was decided to use a pk papyrus 2.5/15 (complaint device). Although the stent was successfully delivered to the target position and was inflated, it felt like the stent was not mounted, so when it was removed, the pkp stent was dislodged on the delivery balloon shaft. Afterwards it was decided to use a new pk papyrus (3.5/15). This time, it seemed that the device was stuck between the lad and cx, so the pk papyrus stent has become detached from the balloon (reported separately). The delivery balloon was removed, and the dislodged stent was withdrawn with another balloon, but although it was successfully pulled into the gc, it slipped around the sheath. The entire sheath was removed and recovered outside the body. Finally, a graft master was used to complete the procedure. The device was expired at the time of procedure but was used at their own discretion to save a life.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The delivery system and the stent were returned together. The stent is displaced by 5 mm in proximal direction. The stent is slightly opened at both ends but is unexpanded. The balloon of the delivery system has clearly been fully inflated and was returned in a deflated state. Microscopic inspection revealed faint stent imprints on the exposed balloon surface, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The state of the returned device and the event description of the physician leads to the assumption that the stent was initially displaced over its entire length from the balloon in proximal direction during delivery. Thereafter, the balloon was inflated without the stent on it and was deflated again. During withdrawal, the displaced stent was pulled partially back onto the deflated balloon. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU states not to use device after the use by date indicated on the label. Pk papyrus is indicated for the treatment of acute coronary artery perforations. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Manufacturer narrative:
Corrected the initial reporter information. Reference CAPA# nc-24-004. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The delivery system and the stent were returned together. The stent is displaced by 5 mm in proximal direction. The stent is slightly opened at both ends but is unexpanded. The balloon of the delivery system has clearly been fully inflated and was returned in a deflated state. Microscopic inspection revealed faint stent imprints on the exposed balloon surface, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The state of the returned device and the event description of the physician leads to the assumption that the stent was initially displaced over its entire length from the balloon in proximal direction during delivery. Thereafter, the balloon was inflated without the stent on it and was deflated again. During withdrawal, the displaced stent was pulled partially back onto the deflated balloon. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU states not to use device after the use by date indicated on the label. Pk papyrus is indicated for the treatment of acute coronary artery perforations. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.